Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system would not boot up. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the network switch in m cabinet was not receiving power and found that the dcps that coverts incoming ac to 12 and 24v dc was not functioning. Part analysis was done and confirmed that the mode of failure was electronic defect and led¿s are stay off and fan is not running, no power. Fse replaced the frontal ip pc and hdd and updated the software. So, fse replaced dcps. After the replacement of dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.